Event description:
The surgeon reported that a system power shutdown occurred while performing an ultrasound procedure. When the system shut down, the anterior chamber collapsed and corneal endothelial cells were damaged. After the system was rebooted, the system malfunctioned as if there was an incorrect height. The patient later experienced corneal edema.

Manufacturer narrative:
The affiliate reported that the symptom was solved when the w103 cable was replaced. Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 12/19/2007.